Event description:
Same case as #2134265-2009-00719. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous left main (lm_ and proximal left anterior descending artery (lad). An ivus catheter was inserted but was unable to cross the lesion. The vessel was predilated with a 2.75x20mm apex balloon. The physician attempted to insert the ivus catheter again, but it still would not cross the lesion. A taxus express2 2.75x20mm drug eluting stent was implanted in the proximal portion of the proximal lad and a taxus express2 3.0x16mm drug eluting stent was implanted overlapping the lm to proximal lad. Ivus was performed, and it was confirmed that the stent was not fully dilated. The stent was post dilated with a 3.75x8mm quantum maverick balloon. "Stent jail" occurred with the taxus express2 stent, therefore a 2.5x15mm apex balloon was inflated to expand the stent strut and kissing balloon technique was performed. The procedure was complete. No complications were reported. The next day, a dissection and thrombosis were confirmed. It was noted "that the dissection gradually occurred". Reintervention was performed and blood flow was recovered. An intra- aortic balloon pump was placed. No further complications were reported. Pt's status is a "wait and see approach".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.